Event description:
It was reported that an ilet bionic pancreas repeatedly failed to rewind and displayed "unable to proceed" alerts, including alerts for insulin occlusion and consecutive stalled motor, which interfered with insulin delivery and required troubleshooting and education, device shutdown, data sync, and shipment of a replacement device with return instructions. Symptoms included trouble using the device. Outcomes included a temporary interruption of insulin therapy and the need to change the infusion set and resume diabetes management with the patient¿s cgm while awaiting the replacement device. Investigation included customer support review, verification of the serial number, confirmation of shipping and return processes, and collection of reported alerts. Investigation of this case revealed device alarms consistent with a motor stall and occlusion condition. It was concluded that the device experienced an insulin delivery malfunction involving the infusion system and motor that necessitated replacement.